Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the monopolar port of vio dv integrated electrosurgical unit (iesu) or erbe displayed ¿?¿ sign. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the customer replaced the cautery cord and power cycled the iesu, but the issue was not resolved. The customer elected to use a third-party esu to continue with the procedure. The customer was using a third-party monopolar instrument on the iesu. Tse advised site to power cycle the system and to verify status that only one da vinci monopolar instrument was connected to the iesu. The customer could not follow the tse¿s advices at the time of the call due to an ongoing procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used valleylab force generator as a replacement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe instrument ports 3 and 4 were found to be failing detection, and error log review found erbe error m-02, confirming the fault occurred in the field. Upon visual inspection, minor scratches were found on the top cover. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.